Event description:
It was reported that during a farapulse procedure to treat persistent atrial fibrillation, an nrg needle was selected for the transeptal puncture (tsp) procedure. Upon connection of the needle to the rf generator via cable, the generator indicated that it was in ready mode and power was supplied. The generator was set to pulse mode at 300 ms. The rf tone was heard when energization was attempted. No challenging anatomy was reported, and tenting of the septum with the nrg needle was confirmed. However, a puncture was not possible. Rf energy was delivered four times without a successful tsp. No error codes were displayed. The needle was not manually reshaped prior to the procedure. The needle encountered no resistance while advancing through the sheath and dilator. The cable was replaced, but the issue persisted. Finally, the nrg needle was replaced with a similar device, and the tsp was successful. The procedure was completed as scheduled. No patient complications were reported. The device was disposed and is not expected to return.